Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call faulty sensors. Customer advised they had 4 sensors that were faulty and some of them appeared to break apart upon insertion into the serter. Customer was advised that the sensor would be replaced and agreed to return the sensor for analysis.